Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, after which the device no longer displayed the error, and the customer successfully started their sensor session.